Manufacturer narrative:
No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number was provided and the results of the of the device history record review will be forthcoming once the engineering evaluation is complete.

Event description:
It was reported that after trouble shooting the monitor and associated parts while attempting to obtain intra-venous pressures the catheter continued measuring negative values between: -2 to -7 mm/hg . Another arrow pressure tubing setup was used to verify inaccurate values. Arrow showed 5-7 mm/hg. Measurements were -venous by both arrow pressure tubings. The pressure transducer was replaced with a new one after all other troubling shooting was performed and the customer was able to measure ideal pressures around 5-7 mm/hg. Which was within expected range for the patient per md provider. No harm came to the patient, the transducer not measuring an accurate value limited the providers ability to make specific diagnosis. The intended procedure was a trans jugular liver biopsy with intra-venous pressure measurements. The patient was not treated based on the inaccurate values; the problem was resolved prior to treatment. Device is not available for return.